Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned without its original packaging. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there was a clip stuck at the bottom of the cartridge that was broken in half at the hinge. The cartridge appears to have been scraped at multiple spots. The scrape marks appear to be consistent with improper loading. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the cartridge indicates that other remarks: operational context caused or contributed to this event. The reported complaint of "clip broken" was confirmed based upon the sample received. The customer returned a broken clip that was broken at the hinge. The clip was stuck in the bottom of the cartridge. The returned cartridge was scraped at multiple spots. Improper loading is the most likely cause of the scraped cartridge and the broken clip. Therefore, based upon the damage observed and the time of discovery, operational context caused or contributed to this event. No further action will be taken.

Event description:
A clip got broken when it was loaded on the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73e1600483 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A clip got broken when it was loaded on the applier. The patient's condition was reported as fine.